Manufacturer narrative:
Based on a retrospective review of complaints, walkmed infusion has reassessed the severity of this event. Walkmed infusion has deemed this event reportable as the patient sustained an unintended, local reaction. As a result of walkmed infusion's retrospective review, this MDR is being submitted beyond the 30 day time-frame. Suspect device was not returned.

Event description:
While connected to a walkmed infusion administration tube set, a patient experienced swelling above the injection site. The swelling subsided on its own and medical intervention was not required.